Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain') in a 40-year-old female patient who had essure (batch no. A47953) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included lorazepam (ativan), medroxyprogesterone acetate from (B)(6) 2015 to (B)(6) 2016 and salbutamol. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss (specify which one) : weight gain"). On (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), arthralgia ("hips pain") and pain ("waist pain"). On (B)(6) 2016, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2018, the patient experienced anxiety ("psychological or psychiatric problems: anxiety") and depression ("psychological or psychiatric problems: depression"). In (B)(6) 2018, the patient experienced transient ischaemic attack ("other injury(ies) or complication : tia (ministroke)"). The patient was treated with alprazolam (xanax), sertraline hydrochloride (zoloft) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, female sexual dysfunction, anxiety, depression, migraine, fatigue, weight increased, arthralgia and pain outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, migraine, pain, transient ischaemic attack and weight increased to be related to essure. The reporter commented: trailing coils: left: 3 , right: 8. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion.. Lot number: a47953 manufacture date: 2012-09 expiration date: 2015-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain') in a (B)(6) year old female patient who had essure (batch no. A47953) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included lorazepam (ativan), medroxyprogesterone acetate from (B)(6) 2015 to (B)(6) 2016 and salbutamol. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss (specify which one) : weight gain"). On (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), arthralgia ("hips pain") and pain ("waist pain"). On (B)(6) 2016, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2018, the patient experienced anxiety ("psychological or psychiatric problems: anxiety") and depression ("psychological or psychiatric problems: depression"). In (B)(6) 2018, the patient experienced transient ischaemic attack ("other injury(ies) or complication : tia (ministroke)"). The patient was treated with alprazolam (xanax), sertraline hydrochloride (zoloft) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, female sexual dysfunction, anxiety, depression, migraine, fatigue, weight increased, arthralgia and pain outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, migraine, pain, transient ischaemic attack and weight increased to be related to essure. The reporter commented: trailing coils: left: 3 , right: 8. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2016: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-feb-2020: pfs was received. Lot number was added. Previously added injury nos was replaced with abdominal pain and new events abnormal bleeding (general), apareunia, anxiety, depression, migraines / headaches, dysmenorrhea, dyspareunia, fatigue, weight gain, tia (ministroke), hips pain, waist pain, lower back pain were added. Date of removal was added. Treatment and concomitant drugs were added. Event onset dates were added. Reporter was added. Lab data was added. Patient demographic was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.